Event description:
(B)(4) I received essure after having blood clots. I was misdiagnosed and warned another pregnancy could kill me. I was introduced to essure. I had it implanted in 2003! I have no energy, I'm losing my hair. It used to be very full and now it's thin. I have muscle aches and cramps almost everyday, my mood is all over the place. I suffer from severe anxiety now, I have a pulling/burning feeling on my right side (no noted injuries), breast tenderness, loss of libido among other issues. My device was covered by medicaid.